Event description:
The customer reported that the device did not perform a synchronized cardioversion when in synch mode. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.